Manufacturer narrative:
The synergy xd mr ous 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 21 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 21-feb-2022. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre-dilatation was performed with a 2.0x20 and 3.0x20 balloon catheters. A 3.50 x 16mm synergy xd stent was advanced for treatment. However, the device could not cross the lesion. The procedure was completed with cancelled/reschedule. There were no patient complications reported. However, returned device analysis revealed hypotube break.